Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that the outer insulation breached cut, there was outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient died approximately nineteen months post implant of the right ventricular lead. It was also noted the patient suffered injury, damages and died as a direct and proximate result of defects in the lead.